Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for investigation. The data log shows that an ac power disconnected alarm was seen after 568 hours of pump run. Meanwhile, the pump stopped during use and was unable to restart console. A different console was used and was able to start the pump running without any issues. Data logs were evident that there was no issue related to pump performance during the entire case run on both consoles. No problem was found with the pump as the reported issue was related to the console.

Event description:
The complainant reported that the automated impella controller (aic) has system self-check failed error. During investigation of the aic, it was determined that the event was preceded by an unexpected console shutdown/restart, during which pump (sn# (B)(6) had stopped, and could not be restarted on the same console.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿